Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen flashed then went black. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that there was crack on the lower part of the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.